Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd bactec¿ mgit¿ 320 system a false positive occurred. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: mgit 320-false positive. No error code, as has been contacted, fs is required. Have duplicate or differential tests been performed to confirm this result? Yes. Were any erroneous results reported to the doctors? No. Is any patient's treatment plan been delayed due to this result? No. Did the delay in the treatment plan cause any adverse impact to the patient(s) no. Were any patients treated based on erroneous results? No.

Event description:
It was reported while testing with bd bactec¿ mgit¿ 320 system a false positive occurred. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: mgit 320-false positive. No error code, as has been contacted, fs is required. Have duplicate or differential tests been performed to confirm this result? Yes. Were any erroneous results reported to the doctors? No. Is any patient's treatment plan been delayed due to this result? No. Did the delay in the treatment plan cause any adverse impact to the patient(s)? No. Were any patients treated based on erroneous results? No.

Manufacturer narrative:
H6: investigation summary: this complaint alleges false positive results on a mgit 960 instrument (p/n 445870, s/n (B)(6)). The customer called in to report false positive results. The instrument displayed no errors. A field service engineer (fse) arrived onsite to troubleshoot the instrument. The fse checked the external power supply and temperature of the instrument. The detection board and calibration tubes were cleaned. The fse monitored normal operation of the instrument. The instrument was returned to the customer in working order. No samples or parts were returned for this complaint and thus, returned sample analysis cannot be completed. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on march 30 2020. Service history review was performed for the instrument (B)(6) and no additional work orders were observed for the complaint failure mode reported. Root cause cannot be determined at this time. This is an unconfirmed failure of a bd product.